Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient treated with miradry system on (B)(6) 2015. Photos taken during follow up visit (B)(6) 2015 show possible burn or abscess. The patient was prescribed antibiotic ointment (mupirocin) and reported to be healing.